Manufacturer narrative:
The lead is currently not available for analysis. A conclusion regarding the clinical observation cannot be made at this moment. There is no additional data available for analysis. If additional information arrives later, the case will be opened and the investigation will continue.

Event description:
Ous MDR - it was reported that oversensing was observed approx. 105 months after implant. The lead was capped and replaced.